Event description:
It was reported by international mallinckrodt facility (france) that inflation could not be maintained on one (1), size 6 fen, fenstrated low pressure cuffed tracheostomy tube. This was detected approximately fifteen (15) minutes after the device was pre-tested prior to placement where no problems were encountered. There was one (1) pt involved with no reported pt injury. The size 6 fen device was returned on 01/14/99 to MFR for decontamination, analysis and investigation.